Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, white artifacts were observed on scans during use of a computed tomography (CT) scanner. However, when looking at the scan on the CT scanner they are not there. Requested dicom data so that it can be reviewed for what is causing these artifacts from appearing. The case was cancelled, it did not happen due to reasons beside the issues with the CT.

Manufacturer narrative:
Additional information: b1, b2 (removed other), b5, g3, h1, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the procedure, before the patient was in the room, white artifacts were observed on scans during use of a computed tomography (CT) scanner. However, when looking at the scan on the CT scanner they are not there. Requested dicom data so that it can be reviewed for what is causing these artifacts from appearing. The case did not push through since the room was too hot. There was no patient involvement.